Event description:
A tech reported the laser stopped firing during lasik surgery and only 96% of the treatment was completed. The pt's one day post-op bcva and ucva was 20/20 and at one month post-op, va was 20/20 (it is unk if that is bcva or ucva). The surgeon is happy with the results and has declined to provide pt records.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).